Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection found no external or internal damage. Functional testing found no issues. A review of the system logs could not find an error producing a yellow adapter swimlane. It was reported that the screen displayed a yellow lane aligned with the adapter symbol and indicated general adapter error. The reported issue could not be confirmed. The most likely root cause could not be determined from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The product analysis detected an additional condition that was not related to the reported issue: analysis of the system logs showed evidence of a memory verification failure. The memory fence error displays a handle error screen with a yellow frame and exclamation point. While in this state the piezo will continuously sound. The most likely cause was a software/design issue. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally laparoscopic distal gastrectomy, after loading the reload onto the adaptor, an error sign occurred (yellow color) on the adapter. There was no patient injury.